Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Based on the investigation below this case does not apply to the conditions of the recall. Please make the following corrections: remove recall reference remove reporting number z-0880,0881, 0882-2015 patient self testers coumadin was resumed on (B)(6) (not (B)(6) as originally reported). Investigation: the products were returned for investigation. The complaint was not confirmed. In-house donor testing was conducted utilizing the returned meter with return strips lot 345312 and retain strips lot 345311. Retain strips lot 345312 was unavailable during time of testing. Lots 345312 and 345311 originate from the same brick lot and are identical except for outer labeling and packaging. Retain and returned strip testing performed on the returned meter met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. Investigation of the returned meter did not uncover any deficiencies. The meter continues to meet specification. The impedance curve associated with the customer's result appeared normal in shape and did not exhibit characteristics of a weak slope change curve. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. An improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected results. It was reported that the customer had a hematocrit outside of the acceptable range. This cannot be ruled as a cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Patient self testers coumadin was resumed on (B)(6).

Event description:
Caller alleged discrepant inratio results. Results as follows: doctor'sdate inratio lab poc(B)(6) - 4.2 -(B)(6) - 2.2 -(B)(6) - - 2.1 (B)(6) 6.7 - - therapeutic range: 2-3patient self testers coumadin was withheld for three days on (B)(6) 2015, and resumed on (B)(6).caller reports milking the finger after performing finger stick.